Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using two prostyle devices and one proglide device after an interventional peripheral procedure with a 7f sheath. The physician first attempted closure using a proglide device, but a cuff miss occurred. He then proceeded with two prostyle devices; however, both also resulted in cuff misses. Hemostasis was ultimately achieved using a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.